Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels. Reportedly, the suspected cause of the bg level was cracked cartridges. The customer declined to provide additional information and declined troubleshooting with tandem's technical support.